Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector membrane, the needle of the protector penetrated the rubber stopper properly, although it was observed the needle penetrated the vial off center on the rubber stopper. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue, however, a leakage between the protector and vial was observed. A device history review was performed for suspected lot 2103110 no deviations or non-conformances was identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane, and verification all critical dimensions are within specification. Based on the investigation and sample evaluation, it was determined this incident was likely due to an improper connection of the protector onto the vial.

Event description:
It was reported bd phaseal¿ protector had issues with leakage. The following information was provided by the initial reporter: "a strong antibiotic spill occurred when a leak occurred between the bottle and a... Protector".

Event description:
It was reported bd phaseal¿ protector had issues with leakage. The following information was provided by the initial reporter: "a strong antibiotic spill occurred when a leak occurred between the bottle and a... Protector".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.